Event description:
Related manufacturer reference number:2017865-2022-09987, related manufacturer reference number:2017865-2022-09988. It was reported that the right atrial and right ventricular lead dislodged. A revision was performed and during the revision the chronic pacemaker was having troubles with the set screw. It was noted that there was a screwing down issue. A new device was going to be used however, a new hex wrench was used instead and resolved the issue allowing the chronic pacer to still be implanted. The right ventricular lead was able to be successfully repositioned and the right atrial lead was explanted and replaced due to the helix not being able to extend or retract. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported events were dislodgement, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to the over torqued inner coil at the connector pin region. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.